Manufacturer narrative:
An actual sample was received for evaluation. The sample was received containing fluid in the bladder. Visual inspection on the sample via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample. The sample met specification and was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during an infusion of antibiotic (13500 mg) in 230 ml sodium chloride (nacl). The reporter stated that after 23 hours of treatment there was still an unspecified amount of liquid present in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.